Event description:
It was reported that noise resulted in over-sensing on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.